Event description:
It was reported that an atrial lead warning was present for high lead impedance. Increase in atrial lead impedance was noted to be trending to over 2000 ohms. No threshold changes or noise were observed. Two short atrial high rate episodes were noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.